Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8100 unit has error code 13-1033-1039 which is a software fault error the software on the unit is corrupt, will need to re-flash the software on the unit. Customer does not have the flash files load on the asm software will try to locate poc software and call back, if he can't locate software will still call back to order replacement software.